Event description:
Battery cap recall information was added which was not included in the initial MDR.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5, h7 and h9 with this report. Unit was received with battery cap and found missing battery cap contact. Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was successfully download using thump for history files and trace files. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 and force sensor. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, cracked case, scratched case, cracked keypad overlay, overlay scratched, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage, serial number label missing, battery cap contact missing. P-cap was attached and locked into place properly. Motor was test outside of unit and it passed. Cosmetic damage is confirmed at the serial label. Keypad unresponsive is not confirmed and was responsive during testing. Rewind anomaly is not confirmed. No delivery alarm unknown timing is not confirmed. No current code is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported several issues with the insulin pump. The customer stated that they observed smelling like insulin and squirting insulin during priming. It was also reported that the customer received no delivery alerts and the insulin pump buttons were less responsive. Troubleshooting was performed. The customer also observed rewind process was slow and had damage to the device labels. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. The insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.